Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) client reports according to the information he has received from users that a display defect is noted, as well as a defect in the cell. There was no patient involvement.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) client reports according to the information he has received from users that a display defect is noted, as well as a defect in the cell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, e1 (initial reporter), e2, e3, e4, g2. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) client reports according to the information he has received from users that a display defect is noted, as well as a defect in the cell. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10,h11. Corrected fields: e1(initial reporter), e2. Additional fields: e1(event site postal code: (B)(6)). It was reported that for cs300 intra aortic balloon pump (iabp) had display defects. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. The safety disc was replaced as part of maintenance. Performed all functional and safety checks to meet factory specifications. Device complies with the recommendations and tolerance ranges defined by the manufacturer. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.